Event description:
New information states that during a follow up through remote transmission, non-sustained rv oversensing was observed due to post-paced t-wave oversensing. The patient was asymptomatic and did not receive therapy during the oversensing. Further programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported trough remote transmission, that non-sustained rv oversensing was observed on the right ventricular channel due to post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were suggested. No further information was provided.